Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 170 mg/dl. During troubleshooting with tandem technical support, it was determined that abrupt temperature changes may have contributed to the occlusion. Reportedly, the customer continued to use the pump for insulin therapy.